Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, d10, g4, h6. D10: concomitant devices: (B)(6) 204-70-00 - tibial stem ext. Screw; (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5; (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6) 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
Concomitant product: 5 insert 13mm psc. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial right tka, the female patient had a revision of femur and poly with stem/augments. Patient was revised to an exactech cc femur, stem augments and cc insert. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photo/x-rays. The devices are not available for evaluation due to patient's lawyer requested implants. No additional information available.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface; however, this cannot be confirmed. Additionally, a contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.